Event description:
It was reported that the bd micro-fine¿ pro pen needle would not detach this occurred in three products. The following information was provided by the initial reporter translated from japanese "the pen needle could not be detached from the pen after injection."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.